Event description:
Per the health care professional, the pt developed an infection in his skin flap. The pt was treated with oral antibiotics. The device began to extrude and was explanted. The pt healed well. Reimplant surgery is being considered.